Event description:
It was reported that the temperature sensor did not work on this catheter. This information did not indicate a reportable complaint. Evaluation of the returned catheter revealed a partially separated tip condition. Biosense webster became aware of this reportable tip condition. Biosense webster became aware of this reportable malfunction on 08/27/08 upon evaluation of the complaint sample.

Manufacturer narrative:
Evaluation of the complaint product is still in progress. This report will be updated upon completion of the investigation.